Event description:
This rv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2016 due to impedance went from 300 to 2300 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).